Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the front panel light emitting diode was on, the front panel was not working and the light emitting diode stayed continuously on during inspection for use involving an olympus video system center. There was no patient involvement reported.